Manufacturer narrative:
(B)(4). Eval results: (death). Eval results, conclusion: (myocardium infarction).

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic lesion approx two months ago. Vessel morphology was not reported. The physician stated that the pt has had a deterioration of cardiac function prior to the tevar procedure. The physician stated that the cause of death was cardiac arrest due to the deterioration of cardiac function, and concluded that there was no correlation between the death and talent devices. No autopsy will be performed (ref MFR# 2953200-2011-01122 and 2953200-2011-01124).